Event description:
It was reported that high impedance and an increase in capture threshold was observed on the left ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. An abrasion was noted at 2.7 cm to 3.7 cm from the connector pin. The re cable was noted to be fractured due to fatigue. This likely contributed to the reported electrical anomalies.